Event description:
On 23 may 2025,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user received a sensor replacement alert on (B)(6) 2025, day 124 after insertion. The RMA was authorized for the return of the sensor for further investigation. A review of the raw sensor data showed transient optical instability in all sensing areas which resulted in glucose blinding for at least one hour and consequently triggered sensor replacement alert. However, the optical instability could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 20 august 2025. G3. Date received by the manufacturer? 20 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.